Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The allegation was confirmed via data as sensor noise under an hour occurred. The device functioned within specifications. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). B1 adverse event and/or product problem ¿ correction to remove product problem b5 describe event or problem ¿ correction to the following statements in the initial MDR, ¿it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. ¿and ¿data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.¿ h2 correction h6 medical device problem code - correction h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2024, the patient was having a CT scan and he started to feel light-headed, sick and panicked. They noticed that cgm reading was rapidly decreasing (no values reported) then the patient experienced seizures. The doctor treated the patient with glucose, dextrose and anti convulsive medication. After the treatment they took a bg reading which was 71 mg/dl while the patient was still in seizure. The rapid response team was called and the patient was taken to the emergency room. The patient was treated again with glucose, dextrose and anti convulsive medication, the bg reading increased to 75 mg/dl. The patient was discharged after 6 hours on the same day. At the time of the report the patient was well and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.